Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number 2018-0751) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of back pain ("lower back pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced ovarian cyst ("ovarian cyst nos"). In november 2016, the patient experienced influenza ("flu"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("tiredness"), dyspareunia ("pain during sex"), hypersensitivity ("repeatedly allergic reaction"), ovulation pain ("burning in lower back and in femurs during ovulation"), asthenia ("energetic feeling was gone"), weight increased ("weight increased despite of low fat diet"), swelling ("swelling"), infection ("continuous infections"), milk allergy ("she become oversensitive for milk protein") and allergy to metals ("she become oversensitive for nickel (buttons, watch straps etc.)"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, ovarian cyst, fatigue, dyspareunia, ovulation pain, asthenia, influenza, infection, milk allergy and allergy to metals outcome was unknown, the arthralgia, hypersensitivity and swelling had resolved and the weight increased was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, back pain, dyspareunia, fatigue, hypersensitivity, infection, influenza, milk allergy, ovarian cyst, ovulation pain, swelling and weight increased with essure. The reporter commented: insertion was performed without problems, but after insertion the patient had symptoms. Control visit was performed, which confirmed coils in situ. During essure use, all thyroid gland examinations, diabetes, rheumatologic diseases and allergies tests were done. During removal operation, it was noticed that the coils were normally in situ. After removal she got her life back. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2017: did not show anything to be wrong. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: back pain ¿ analysis in the global safety database revealed 502 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from deleted duplicate case 2018-063305 - new reporter (consumer); and new events (continuous infections, repeatedly allergic reactions, she had burning in lower back and in femurs during ovulation (burning like delivering a baby), energetic feeling was gone and her weight increased despite of low fat diet). On (B)(6) 2018: information from deleted duplicate case 2018-063305 - outcome of event joint pain (recovered); new events (ovarian cyst, swelling, flu, and she become oversensitive for milk protein and nickel); and exams (blood tests). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 27-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("tiredness") and dyspareunia ("pain during sex"). The patient was treated with surgery (hysterectomy and fallopian tubes removal were performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, fatigue and dyspareunia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dyspareunia and fatigue with essure. The reporter commented: insertion was performed without problems, but after insertion the patient had symptoms. Control visit was performed, which confirmed coils in situ. During removal operation, it was noticed that the coils were normally in situ. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-apr-2018 for the following meddra preferred term: back pain ¿ analysis in the global safety database revealed 501 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.